Manufacturer narrative:
Continuation of d10: product ID: 8780; lot/serial# (B)(6); implanted: (B)(6) 2020; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6), ubd: 30-jan-2022; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider,consumer) regarding a patient who w as receiving unknown drug via an implantable pump for spinal pain use. It was reported that the physician reached out the company representative today to report that the patient was having symptoms of withdrawal. The patient then reported to the managing physician today that they were having some withdrawal symptoms. The physician did a dye study in the office, and it was a successful one and it showed that the catheter was in fact patent. The rep was not with the patient. Additional information was provided from a consumers stated that the patient has been having issues with their pump intermittently not delivering their meds. The patient mother stated that the patient was intermittently going through withdrawal and not getting the medication. Caller mentioned the patient had been hospitalized twice in the last 4 weeks. The patient mother stated the patient has had the pump for 6 years and it is due for replacement in november, but they were not sure if they can endure these 3-4 days at a time . The patient had surgery on (B)(6) 2026 because the pump has relocated, tipped over, and pinched off the catheter. The physcian repositioned the pump and opened the catheter. The patient was ok for about two weeks. The company representative (rep) rep was there that day. The patient got out of the hospital (B)(6), post visit on the (B)(6) then four consistent days of withdrawal again. The second rep was present at the doctor¿s office yesterday. The rep spoke with the supervisors about the recall, the rep said he has never seen this, something was wrong. The pump did not show error codes and did not alarm. The patient was not getting the meds at random. It was sudden and reoccurring. The patient mother stated the patient was shaking, sweating, had nausea, legs weak and had tingling down legs classic withdrawals. The mother stated that the pump was not functioning. It was noted that it was the 3rd time she has had issues with this pump. The agent referred the mother back to managing physician for further assistance.